Event description:
During a patient call, the autopulse platform (sn (B)(4) stopped after performing intermittent compressions for 10 minutes using a fully charged battery. The person using the device reported that no error or advisory messages were displayed, and the only option on the menu screen was "restart". In addition, the platform instructed the user to pull up the lifeband and press the "restart" button, but the platform was unable to begin compressions again. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) stopped after performing intermittent compressions for 10 minutes and instructed the user to pull up the lifeband and press the "restart" button" was confirmed during the archive data review but not during the functional testing. The returned platform passed the functional testing and performed as intended. The cause for the reported complaint based on the archive data review was due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message, likely due to the large size and stiffness of the patient's chest. During visual inspection, there was no physical damage observed on the autopulse platform. The archive shows that the platform powered on and had five sessions with nearly 10 minutes of run time and then stopped compression due to the user advisory (ua) 17 error message around the reported event date, thus confirming the customer's complaint. The motor was on too long during active operation and the autopulse platform did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicated the patient chest circumference was large in size and very stiff to compress. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. The drive train motor brake gap was inspected and verified to be within the specification of (0.008" ±0. 001"). A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.